Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the reported failure was replicated and confirmed. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The inner part of the main tube was broken into pieces inside of the proximal clevis. There was a possibility of small fragments. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be intact.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the shaft of the permanent cautery hook instrument broke within the patient's abdominal cavity. It was confirmed that all fragments were retrieved. The procedure was completed with no reported injury.